Event description:
A customer reported to beckman coulter, inc (bec) that there was fluid leak on unicel dxc 600i synchron access clinical system. The customer found fluid at the cap piercer area and the bottom of sample racks wet. The customer was also getting modular chemistry and cartridge chemistry sample probe obstruction errors. The operators were wearing lab coats and gloves at the time of the event. No one was injured or needed medical attention. Msds was not reviewed but there is an exposure control or risk management plan in place at the facility. No erroneous patient results were generated, and there was no death, injury, or change to patient treatment associated to this event. Field service engineer (fse) found clot in waste line for cap piercer. The fse cleaned out the clot and verified operation. The cause of the event was clot in waste line for cap piercer.

Manufacturer narrative:
(B)(4).